Manufacturer narrative:
H10: the devices were not returned for evaluation. For two of the five reported devices, images and medical records were not provided and the investigation is inconclusive. For one device, medical records and images were provided and the investigation was found to be inconclusive for filter limb detachment and material deformation and perforation of the ivc. For one malfunction, medical records were provided and the investigation was confirmed for limb detachment; inconclusive for perforation of the ivc. No images or medical records were received for the other three complaints. Therefore, all three investigations are inconclusive. Based on the provided information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced a detachment of the device or a component of the device and an alleged patient interaction problem. This information was received from a various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the five reported patients, the age, weight, and gender were not provided for three of the patients. One patient was reported to be a 52-year-old male whose weight was not provided. One patient was reported to be a 45-year old female whose weight was not reported.

Event description:
This report summarizes five malfunctions. A review of the reported informations indicated that model rf048f vena cava filter allegedly experienced detachment of the device and perforation. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the five reported patients, the age, weight, and gender were not provided for three of the patients. One patient was reported to be a 52-year-old male, whose weight was not provided. One patient was reported to be a 45-year old male, whose weight was not reported.

Manufacturer narrative:
H10: the devices were not returned for evaluation. Medical records were provided for two malfunctions, with one malfunction also provided images as well. One malfunction was confirmed for perforation, deformation, and limb detachment. The other malfunction was confirmed for detachment, and inconclusive for perforation. No images or medical records were received for the other three complaints. For one of the malfunction that did not provide medical records, malposition of device was added to trending, but the investigation is inconclusive. Based on the provided information, the definitive root cause was unknown. The devices were labeled for single use. H10: g4. H11: b5, g1, h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported informations indicated that model rf048f vena cava filter allegedly experienced detachment of the device and perforation. This information was received from various sources. Each alleged malfunctions involved a patient with no known impact to the patient. Of the four reported patients, three male patients ages were reported ranged from 35 to 52 years. There was no other information provided for all the patients.

Manufacturer narrative:
H10: of the five reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06444. H10: for the remaining four devices, lot numbers were not provided. The devices were not returned for evaluation. Medical records were provided for three malfunctions, with one malfunction also provided images as well. One malfunction was confirmed for perforation, deformation, and limb detachment. The other malfunction was confirmed for detachment, and inconclusive for perforation. For one of the malfunction that did not provide medical records, malposition of device was added to trending, but the investigation is inconclusive for limb detachment, filter tilt and perforation of the ivc wall. For one malfunction, the investigation is confirmed for the perforation of the inferior vena cava (ivc), and material deformation. However, the investigation is inconclusive for filter limb detachment. Based on the provided information, the definitive root cause was unknown. The devices were labeled for single use. H10: g4 h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices were not returned to for evaluation. For two of the five reported devices, images and medical records were not provided and the investigation is inconclusive. For one device, medical records were provided and the investigation was found to be inconclusive for the reported malfunctions. For one malfunction, medical records were provided and the investigation was confirmed for detachment and inconclusive for perforation. One malfunction is still pending evaluation. The devices are labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced a detachment of the device or a component of the device and an alleged patient interaction problem. This information was received from a various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the five reported patients, the age, weight, and gender were not provided for three of the patients. One patient was reported to be a (B)(6) year old male whose weight was not provided. One patient was reported to be a (B)(6) year old female whose weight was not reported.